Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report number is (B)(4). The other admissions for infection are reported in MFR report #2916596-2020-02903, 2916596-2021-05820, and 2916596-2021-05835. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
A user facilty medwatch report was received that stated the patient had a previous history of a chronically infected lvad device from another manufacturer. The other manufacturer's device was exchanged to heartmate 3 due to thrombosis, but the patient was admitted for a second hospitalization to treat a new infection of the heartmate 3 left ventricular assist device (lvad). There were 4 total lvad related infections requiring hospitalizations. The patient completed a 12 week course of vancomycin only 5 weeks prior to this hospitalization, and had been maintained on doxycycline suppression in the interim. Cultures were positive for (B)(6), enterobacter and proteus. A surgical incision and drainage (I&d) was required. A plastic surgery team was also consulted to assist in closing the surgical wound area. This infection involved the central components of the lvad (pocket/device area). The patient was discharged home with vancomycin and zosyn, however, they returned with new abscess formation in the subxiphoid region. Patient underwent another I&d and was discharged home with vacuum-assisted (vac) dressing and vancomycin/zosyn.